Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the rotaflow console displayed normal speed but zero flow rate during patient treatment. The device was immediatly replaced. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the rotaflow console displayed normal speed but zero flow rate during patient treatment. The device was immediately replaced with another device. No harm to any person has been reported. Due to the reported exchange during treatment a report is required. The rotaflow console with s/n: (B)(6) was serviced by a getinge field service technician and was able to confirm the reported failure. The lemo rfd master connector (article number: (B)(4) and the rf flow measure pcba (article number: 701011681) have been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the affected lemo rfd master connector in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective shielding in the coaxial cables which transmitted the ultrasonic signals to the flow measurement. A similar complaint was investigated for the affected flow measurement board in regard to the reported failure in getinge life-cycle-engineering (lce). The reported failure was probable caused by a sporadic malfunction of components that perform the signal processing on the flow measurement board. Based on the given information the reported failure could be confirmed. A review of non-conformities was performed on 2025-01-24 and during the time from 2018-09-07 to 2024-09-23 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced on 2018-09-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.